Manufacturer narrative:
(B)(4). One event was reported for this quarter one device was received for evaluation. One event was confirmed during testing: the device was found to be affected by a malfunctioning positioning lock. The device was repaired and returned to the user facility. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. There was no patient involvement; no patient impact.